Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the left anterior descending artery. Atherectomy was performed and the 4.0 x 38 mm xience alpine stent delivery system (sds) was advanced, but met resistance with the anatomy. An attempt was made to remove the sds, but it became stuck in the calcification. The entire system was removed from the anatomy as a unit; however, during retraction through the sheath, the stent became stuck, and dislodged in the anatomy. A snare device was advanced through the opposite femoral site, and the stent was retrieved successfully. A new 4.0 x 23 mm xience alpine sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance and difficulty removing the sds could not be replicated in a testing environment as it was based on operational circumstances. The difficulty removing the device from the introducer sheath could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.